Manufacturer narrative:
Based on a re-evaluation of the complaint information, this complaint has been reclassified as an adverse event and product problem rather than just a product problem, as previously reported.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Based on the current information provided, the root cause of the customer reported failure mode cannot be determined or is unknown. Additionally, the root cause of the fragment fall event cannot be determined. Intuitive surgical, inc. (Isi) received the vessel sealer extend instrument (pn: 480422-01 // ln: m91200628 0261) involved with this complaint and completed the device evaluation. Failure analysis (fa) concluded that the reported failure was not confirmed. Upon visual inspection, there was no damage found and no obvious signs of missing material. There was no blade exposed outside of the blade garage and jaw ceramic dots were present. The root cause was no problem detected. This instrument was transferred to engineering for further investigation, although the grip open lock tab on the housing was broken during in-house inspection. Advanced failure analysis (afa) was conducted and findings revealed, aside from the grip open lock tab that was broken during in-house inspection, no damage was found on the instrument. At the instrument grip tips, no missing material was found on the jaw overmolds, electrodes, ceramic dots, knife blade, clevis or snake wrist. There was no missing material on the housing. All of the housing snaps and release levers were intact. The internal components were checked, and no missing material was found from any of the gear, chassis, or knife components. This evidence suggests the fragment found during the procedure most likely did not originate from the vessel sealer extend instrument. Site history review was conducted and found no other issues reported for this instrument. System error log review was conducted during the support call and did not find any related errors. System error log review was conducted on (B)(6) 2020 by an isi advanced failure analysis (afa) engineer and findings were as follows: since an e-100 generator was in use, the seals and bipolar energy events are not recorded. The logs do not store any information about potential collisions or instrument damage. There were, ¿192 seal activations during the procedure, 12 coag events and 162 cuts¿. The only message stored was ¿high initial starting impedance¿. There were no errors during the procedure. The instrument was homed 5 times. A review of the instrument logs was performed. While all reusable instruments used in the case have not been used in subsequent procedures at this time, a site history search shows no complaints filed against the instruments. The vessel sealer extend instrument used in this procedure is a single use item. An image from the procedure was reviewed by an isi advanced failure analysis (afa) engineer and findings were as follows: the origin of the fragment is unknown based on photograph review. It does not appear as if there is any damage to the side of the vse that is visible; instrument evaluation would be required. Clinical review of the image was conducted by an isi clinical development engineer (cde) and findings were as follows: it is not clear where the white plastic fragment would have originated from on the vessel sealer extend instrument. The customer should remove and replace instruments if damage is observed. Based on the information provided at this time, this complaint is reportable due to the following: all fragments were retrieved and no additional surgical intervention was required. However, unintended fragment(s) falling into the patient may require surgical intervention. Although there was no injury reported, if the failure mode were to recur, it could cause or contribute to an adverse event. In addition, at this time, it is unknown from where the fragment originated.

Event description:
It was initially reported that during a da vinci-assisted right hemicolectomy procedure, small pieces of plastic fragments from a vessel sealer extend (vse) instrument fell off and inside the patient. The fragments were too small to be retrieved. The vse was being used on the bowel at the time of the issue. There were no instrument collisions and there was no unplanned medical intervention required. The procedure continued with use of the same vse instrument with no report of patient injury. Intuitive surgical, inc. (Isi) followed up with the isi clinical sales representative (csr) who was not present during the reported event, but arrived onsite prior to the end of the procedure. Reportedly, during a da vinci-assisted right hemicolectomy procedure, a fragment from a vse instrument fell off and into the patient. The surgeon was working bowel tissue when a fragment near, or inside, the internal aspect of the vse instrument jaw fell into the patient when opening and closing the instrument jaw. It was visually confirmed by the surgeon that there was only one single plastic piece that was visually retrieved by the surgeon with use of a grasping instrument during the same procedure. There was no reported need for x-rays as the single plastic fragment was visually retrieved. The issue was never observed as occurring again during the procedure. There was no report of intra-operative instrument collisions. It was suggested that the customer apply a backup instrument but the surgeon opted to continue the case with use of the same vse instrument. The procedure completed with use of the original vse instrument with no report of patient harm or injury. There were no reported post-operative complications.